Event description:
Pump's driver arms were loose and were not placed properly over the reservoir. It was stated that the bgs were high and the customer was not getting the correct amount of insulin. Device was not dropped, bumped, or exposed to moisture.